Event description:
This pi is for revision of the patient's hip on (B)(6) 2020. In reporting a revision of the patient's left hip on (B)(6) 2023, rep provided an implant report from the prior surgery ((B)(6) 2020) and a report of implant history of the patient. A partial statement of the implant report states "healing femoral shaft fracture, loose proximal dall miles cable with displaced medial calcar fragment and greater trochanteric fragments ¿.insertions intact on greater trochanter. Separate smaller fragment noted as well. Well fixed cup in acceptable position. Well fixed revision . Position. Posterior superior hip dislocation, large hematoma. No gross evidence of infection." A stryker x3 liner was revised to an mdm metal liner and adm/ mdm poly insert. A competitor femoral head was revised. It isn't clear if any existing cables were revised, but a dall miles cable and sleeve, and a dall miles plate were implanted. No stryker rep was present for the procedure. Rep confirmed no further information is available from the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding loosening and periprosthetic fracture involving an unknown dall miles cable was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "according to the product summaries for both inquiries, this patient underwent a primary left total hip arthroplasty at some point in the past. In 2020 a revision was carried out and in 2023 yet another revision was carried out. Findings at that time included a healing femoral shaft fracture with loose cables and bone fragments including greater trochanter. A dislocation was also reported. I cannot confirm these procedures with certainty since I only have a report of findings and a timeline in the product inquiry summaries. I do not have any office notes, operation notes or original x-rays, or prerevision x-rays. The one x-ray I have is unmarked so it is unclear at which stage this was taken. I cannot determine the root cause of this event with certainty. What I can say is that the causes of revision for femoral shaft fractures, loose or fractured cables and trochanteric and other fragments are multi-factorial including original surgical technique and patient factors including activity level and bmi." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to hip dislocation, loosening of the dall miles cable, and periprosthetic fracture of the femur. The medical records provided consisted of one x-ray image that appears to have been taken post-revision; therefore, no conclusions can be drawn from the medical review. Further information such as return of the device, pathology reports, pre-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.